Manufacturer narrative:
On (B)(4) 2014, the field service engineer replaced the differential processor and resolved the issue. The part was returned for further evaluation. The return part passed box and instrument tests with no problems found. Customer complaint could not be duplicated. Therefore, the return part did not support the previous conclusion that the part was defective. The cause of the reported issue is unknown.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the differential processor. (B)(4).

Event description:
Customer reported amc time out and interpreter collator and diff (differential) communication errors when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.